Manufacturer narrative:
According to (B)(6), the complaint initiator, the defective disposable has been scrapped. Therefore it can not be investigated in the laboratory. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the customer: the hospital had a patient on cardiohelp and on the 38th day they started to hear a noise coming from the hls pump. The circuit was switched out the next day. Additional information: there were no negative consequences for the patient. (B)(4).